Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise over-sensing which was reproducible with push isometric. No intervention was made. The patient will continue to be monitored remotely. The patient was stable.